Event description:
Boston scientific received information that three days post implant the patient experienced a drop in heart rate and this implantable cardioverter defibrillator (ICD) displayed loss of capture (loc) on the right ventricular (rv) channel. The patient had an escape rate in the 20 beat per minute range. It was noted that the rv lead had decreased amplitude and increased threshold measurements. Subsequently the output was reprogrammed to the appropriate safety margin. The patient was intubated in the intensive care unit. Additional information obtained from the field representative indicated that the cause was not determined. The physician will continue to monitor the patient as the patient currently has an intrinsic rhythm. The device and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.